Event description:
It was reported that the customer experienced a blood glucose (bg) level of 467 mg/dl and 20 mg/dl. The customer attributes the low bg to overcorrecting for the high bg by delivering 50 units of insulin instead of 5 units. The customer received third party assistance from their sister-in-law, who provided a correction injection to address bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.